Event description:
The device did not cycle properly. No patient injury or adverse event was reported.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.